Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other sterile, unused proglide devices, referenced in describe event or problem, are submitted under separate manufacturer report numbers.

Event description:
Three unused, sterile proglide devices were returned to abbott vascular for evaluation. Abbott vascular analysis found the three devices failed to backload onto the guide wire. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the difficulty in advancing the guide wire was confirmed due to minor damage to the seal. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Further assessment per site operating procedures was performed and a potential product deficiency was identified. It was determined that this issue did not affect a population beyond the original complaint devices. The performance of these devices will continue to be monitored.